Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for non cardiac reasons. Upon interrogation, the implantable cardioverter-defibrillator was unable to interrogate. It was suspected that the device was at end of life due to the lithium clusters. The device was explanted and replaced. The patient had low heart rates prior to the procedure but was stable during and post procedure.

Manufacturer narrative:
Additional information: premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.